Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and the electrical continuity test. Additionally, the instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's rubber was observed to be burnt off. There was no report of patient involvement and no reported injury.